Event description:
It was reported that a pump has a door that would not latch closed. During a baxter eval, it was discovered that the device alarmed door not fully latched. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom. The device experienced a door not fully latched alarm, corresponding with the reported symptom. Eval found that the force required to secure the door was above expected levels. The door hooks and latch pins were replaced.